Event description:
The patient was coded for respiratory distress. The handle on the laryngoscope would not lock into place. Anesthesia arrived with different equipment and successfully intubated the patient. The patient had a delayed intubation.